Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side was not functioning and was defective on the battery handpiece device. It was further determined that the device failed pretest for check status of development, general condition, marking and labeling, check the attachment coupling, check proper function of the triggers, check of free moving, check falling out protection (steal ring), check fitting of the lids and check function of all modes. It was noted in the service order that the coupling tool side was not functioning and was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.